Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that medication leaked past the syr 10ml ll w/ndl 18x1-1/2 blunt fill plunger during use. Lot# 9269901 was reported to have had 118 occurrences of the event, while lot# 9155510 had an unspecified number of occurrences. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "recently, we have had numerous instances of drug fluid leaking from the syringe into the space between the first and second ribs of the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9155510. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-04. Medical device lot #: 9269901. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked past the syr 10ml ll w/ndl 18x1-1/2 blunt fill plunger during use. Lot# 9269901 was reported to have had 118 occurrences of the event, while lot# 9155510 had an unspecified number of occurrences. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "recently, we have had numerous instances of drug fluid leaking from the syringe into the space between the first and second ribs of the plunger."